Event description:
It was reported that the patient presented for follow-up with a capacitor maintenance charge time out exhibited by the implantable cardioverter defibrillator. The device was explanted and replaced. The were no patient consequences.